Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced twiddler's syndrome, causing the lead to get dislodged. A surgical intervention took place to resolve the issue. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.